Manufacturer narrative:
The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation of the heart wall. A new same model lead was implanted successfully. No additional adverse patient effects were reported.